Event description:
The patient was seen in heart failure outpatient clinic after he reported several weeks of power source connection issues on his ventricular assist device. It sounds like he was getting intermittent, unprovoked advisory messages on his controller indicating that one of his power sources was not connected and receiving power. The patient was instructed to begin by cleaning his batteries with alcohol and, after the issue remained unresolved, he was advised to use his backup battery clips. The backup battery clips resolved the issue for about a week, but the alarms started occurring again after that time period. Log files were sent to abbott for further analysis and the report stated that "the white controller cable is intermittently losing it's power source reading". Because the alarms were ongoing, the decision was made to exchange the patient's controller today. The patient tolerated the controller exchange well. His backup controller is now his primary controller and a new backup controller was provided to him. We will send the old primary controller back to abbott for further analysis. Manufacturer response for ventricular (assist) bypass, heartware® controller (per site reporter).